Event description:
It was reported to philips that the pan knob did not spring back after being pressed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the unknown planned treatment/non-emergency treatment. The procedure was aborted (including delay >20 minutes or discontinued) and patient was moved to another system to complete the procedure. The philips remote service engineer (rse) contacted the customer and confirmed that the pan knob did not spring back after being pressed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and checked the system logfile and found that the float tabletop key button was active at startup. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that pressing other buttons on the geo module unlocked the table; however, rebooting the system did not resolve the issue. The fse confirms the geo module to be defective. To resolve the issue, the fse replaced the geo module wp and performed all functional tests successfully. The defective part was sent for analysis, for geo module wp failure was found and the failure was found to be failed motherboard and pan knob button did not react properly. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.